Event description:
The customer reported that they obtained negative anion gap affecting sodium (na) and carbon dioxide (co2) patient results on their au5800 clinical chemistry analyzer (pn b23279, sn (B)(6)). There was no injury, death, or delay/change in treatment or diagnosis related to this event. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed hardware malfunction was the cause of this event. The fse performed troubleshooting in multiple visits to resolve the issue by replacing mixer motor, swapping electrodes, and reseating the syringes. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).